Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated on (B)(6) 2019, the patient started vomiting and the cgm displayed 215 mg/dl. He was taken to the hospital where his bg was 584 mg/dl. He was admitted to the hospital; however, he was transferred to another hospital. While in the hospital, the patient was treated with insulin via intravenous (IV) therapy and was hospitalized for 24 hours. At the time of contact, the patient was at home without any long-term effects reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.